Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the t-handle broke while reaming the femur. Surgeon said reamer did not attach well. Piece broke off from the connector. No surgical delay reported.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Event description:
An additional information was received from carl grieninger on may 21, 2020 at 12:35pm. Below is the response from the submitter; "this is the only picture I have of the t-handle. Dr dalury commented on the t-handle as being hard to attach the appropriate reamer. He said it must be worn. Minutes later the reamer fell off and that¿s what the t-handle looked like. That¿s all that was discussed. I never saw the t-handle up close."

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned, however, a review of a provided photograph confirmed the complaint. Not be confirmed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
The metal on the t-handle looked fatigued and only a slight piece broke off where it captures the reamer.

Manufacturer narrative:
Product complaint # ==> (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative:   added: b5, d4 (lot).